Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was not alarming for downstream occlusion during use. The pump was infusing precedex at 0.16 ml/hr in a 50 ml syringe in the nicu. The line was clamped, and the pump did not alert for downstream occlusion. Pump default is currently set to medium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.